Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. No consistent serial number was identified with this complaint; therefore, the manufacturing documentation was not reviewed. All product and batch history records are quality reviewed prior to product release. Log files, treatment report, serial number, additional information about event has been requested but not provided. Not enough information was provided to properly complete an investigation. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported being unable to lift flap completely during a lasik procedure. Vacuum could not be built during the procedure and the flap was made with a new patient interface. The surgeon found that the scan was incomplete when the flap was lifted and could not be separated. The surgeon manually separated the flap and completed the surgery. At one day post-operative visit, it was found that the patient's epithelium fell off. The flap was thin and the corneal flap was ruptured. Symptoms are continuing.